Manufacturer narrative:
An event regarding malposition involving a bone screw was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "root cause of failure is thus malposition of the screw which indicates there was no malfunction involved, just malposition which is a procedure-related principal failure mode because related to surgical technique under responsibility of the surgeon. The liner had to be exchanged for access reasons which is also a procedure-related factor. No evidence for device-related matters, consistent with the failure mode reported and the information provided by the surgeon, and as such this pi case is not device-related." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and the cause of failure was determined to be related to screw malposition. There was no evidence of a device related issue. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The dr. Revised the cup and screw of a revision hip he did originally on (B)(6) 2016. The reason was due to the placement of one of the screws, going too deep in the patient with the placement. He replaced the screw with the same length screw but a different hole in the cup. He replaced the liner because he had to remove the original liner to access the screws.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The doctor revised the cup and screw of a revision hip he did originally on (B)(6) 2016. The reason was due to the placement of one of the screws, going too deep in the patient with the placement. He replaced the screw with the same length screw but a different hole in the cup. He replaced the liner because he had to remove the original liner to access the screws.